Event description:
A report was received that the patient had lost stimulation. The patient reported experiencing several non-device related falls. A bsn representative met with the patient for reprogramming. During the meeting high impedances were noted on the patient's right lead. An x-ray revealed the patient's right lead was staggered and higher by five electrodes. The physician decided to replace the patient's leads. During the revision the patient's ipg was also replaced due to physician's preference.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.